Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed a potential product quality issue. Additionally, a review of the complaint handling database identified six other similar incidents from this lot. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during the procedure, a 20/30 priority pack indeflator was connected directly to a balloon hub. The indeflator did not hold pressure when inflating the unspecified balloon. The same occurrence happened to another indeflator. A third unspecified 20/30 indeflator was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.